Event description:
The customer contact reported that the ground prong on the ac power cord plug was missing. The device was returned to the central processing department with an unsigned note that stated, "bad plug". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The ac power cord was received on (B)(4) 2012. Testing and investigation found the ground prong on the ac power cord was missing. The probable cause for the missing ground prong is used in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to break the ac power cord ground prong. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).